Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion did not occur. A review of the event history log revealed downstream occlusion messages. The alarms in the log were likely a result of normal pump operation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation observed and found that the pump passed the downstream occlusion testing and downstream sensor was within the specifications. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. During functional testing, flow testing was performed for 15 minutes with no error or issue observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The pump was determined to be within specification and no was correction required in relation to the reported ''expected volume 19-21ml vs 21.3, 21.53, 24.53ml. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an failed downstream occlusion on multiple sets- 21.3, 21.53, 24.53ml (expected volume 19-21ml set at 40 ml/hr and 20ml volume to be infused occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.